Manufacturer narrative:
The insulin pump passed displacement test, rewind and basic occlusion test, occlusion test, excessive no delivery test and prime test. Unit functioning properly noted. Motor passed motor test, no motor error alarm noted. Drive support disk was inspected and no anomaly was noted. Unit received with minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose was 300 mg/dl. The customer reported the drive support cap is sticking out the customer stated that the device was not exposed to high magnetic field. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised to return the pump with battery and zero out basal rates. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 350 mg/dl.